Event description:
It was reported that the 1.5 hex screw driver tip broken off in 2.3 locking screw head and was unable to get the tip out of screw. The broken piece was made flush and left in screw head. No reported adverse effect to the patient.

Manufacturer narrative:
No product has been received to date so an examination cannot be performed. Complaint history captures a risk of this driver breaking due to surgical technique not being followed or driver tip not inspected before use. However - no root cause determination can be made.